Event description:
During a robotic surgery, the first assist placed the davinci robotic prograsp forceps into the instrument arm per the surgeon's request. Upon viewing the tip of the instrument he immediately noticed that the cable was frayed at the wristed joint.